Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "the unit is not heating up". No patient involvement reported.

Event description:
It was reported "the unit is not heating up". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports "by visual inspection the unit presented the thread broken the potentiometer nut does not turn together with the knob." It was also reported that functional testing and the sample failed the leak test. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed; however, a root cause for the issue could not be identified.